Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2023. Corrected information: h6 (b18, device discarded). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mitral valve replacement procedure on (B)(6) 2022 and suture were used. During the procedure, tneedle detached from suture at the swage. Needle was found in the ot post-op and was discarded. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please provide the lot number: ans: not available as it is not recorded by the hospital staff. 2. Was there any adverse consequence associated with the patient? Ans: no.